Event description:
A power source alert was reported, but there was no adverse impact on the customer's blood glucose level. The customer was using the tandem charging cable and wall adaptor at the time of the alert. They resolved the issue by leaving the wall adapter plugged into a working outlet for at least 30 minutes, which allowed the pump to begin charging. No further assistance was required.